Event description:
Information was received from a patient regarding an implantable neurostimulator. Patient reported one of their leads was broken in their spine and the patient hadn't been using the implant for a while because the lead that broke was the most helpful in that area. Patient did not provide event date. Agent redirected patient to their hcp to address the issue. Patient compared with their previous device and stated they really regretted replacing the implant and it never got as good or helped them.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2015; vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6) implanted:(B)(6) 2015: product type lead product ID 977a260 , serial# (B)(6) implanted: (B)(6) 2015: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they don¿t know how the lead broke and the only solution is to pull and replace it and the patient indicated that they had reservations. The patient indicated that they were not open to replacing it right now because of scar tissue. The issue was not resolved.